Manufacturer narrative:
Initial.

Event description:
It was reported that while the ilet was operating in bg run mode for multiple hours, the user experienced a low blood glucose event confirmed by glucometer at 63 mg/dl after a meal that the user reported announcing appropriately. Symptoms included no reported clinical symptoms associated with hypoglycemia. Outcomes included self-treatment with oral glucose and resolution without hospitalization, alerts, or alarms. Investigation included troubleshooting and user education performed by support, including verification of blood glucose with a glucometer and guidance on manual entry. Investigation of this case revealed no device alerts or malfunctions reported and no determinable device component issue, with the cause of hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.